Event description:
Surgeon was putting in a 3.0 x 12 locking screw into the 6 hole mtp plate the screw went right through the plate. On (B)(6) 2014 rep reported that, "¿the hole was too big in plate. Tried one screw. It went through plate, removed screw. Tried second screw. It went through and was removed. Took all screws out of plate and had to start over. Used a different plate and that was fine.¿

Manufacturer narrative:
Evaluation summary: the reported incident that a screw went through this anchorage plate could not be confirmed, since the device was not returned for evaluation. The root cause of this problem has been identified as a design issue. This problem has been identified during nc and is addressed by a CAPA. A new design will be implemented as soon as validated. As this breakage is due to a design issue and a plate had to be discarded, a credit note will be provided. A review of the device history was not possible because the lot number was not communicated. If any further information is provided, the investigation report will be updated.

Event description:
Surgeon was putting in a 3.0 x 12 locking screw into the 6 hole mtp plate the screw went right through the plate. On (B)(6) 2014 rep reported that, "the hole was too big in plate. Tried one screw. It went through plate, removed screw. Tried second screw. It went through and was removed. Took all screws out of plate and had to start over. Used a different plate and that was fine."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.